Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with corroded battery tube. Upon battery installation, unit alarmed critical pump error (open book image). Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and displacement test due to critical pump error (open book). Unable to retrieve software version due to critical pump error (open book) preventing further navigation of menus. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, no moisture damage on force sensor gold traces or electronic assembly was noted. Isolate to electronic assembly. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, cracked keypad overlay, stained keypad overlay, missing display window/cover, cracked case, cracked case ¿ display window corner, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), and label damage (faded). In conclusion, customer¿s alleged cosmetic damage was confirmed when cracked case (battery tube) was noted. Unit was also received with corroded battery tube. Critical pump error (open book) was also confirmed. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced crack in the case of the pump. The customer reported no adverse event. The event involved product mmt-1712kl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1712kl was requested and customer responded that the device was returned for analysis.